Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date the caregiver states as the approximate time of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported her daughter, the customer, obtained unspecified higher readings while wearing the adc freestyle libre sensor and that the readings were 50-70mg/dl greater compared to the built-in meter. Furthermore, the caregiver stated that between the end of (B)(6) 2019 while at school, the customer exhibited signs of hypoglycemia, trembling, and abdominal pains and was treated by the caregiver with "juice, 20mg glucose pill, and 0.5mg of glucotab. There is no report of hcp contact. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported her daughter, the customer, obtained unspecified higher readings while wearing the adc freestyle libre sensor and that the readings were 50-70mg/dl greater compared to the built-in meter. Furthermore, the caregiver stated that between the end of january and (B)(6) 2019 while at school, the customer exhibited signs of hypoglycemia, trembling, and abdominal pains and was treated by the caregiver with "juice, 20mg glucose pill, and 0.5mg of glucotab. There is no report of hcp contact. There was no report of death or permanent injury associated with this event.